Event description:
It was reported that the patient's lead exhibited no capture, and high impedance with possible fracture. Clinical data also noted that the ventricular impedance increased and coincided with the rise in threshold. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).